Event description:
It was reported to philips that the system's footswitch was not working which can impact imaging. The device was in clinical use at the time of event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.